Event description:
Revision surgery - due to the patient experiencing hip pain; the surgeon removed the djo head, cup and liner. He replaced the cup and liner with biomet components; and replaced the head with a djo cocr size 32 +4 head.

Manufacturer narrative:
The reason for this revision surgery was to alleviate the patient's hip pain after 13.4 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). No information was supplied that definitively described the nature or root cause of the hip pain. There are no indications of a product or process issue affecting implant safety or effectiveness.